Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing a couple of weeks post-implant. The lead was attempted to be repositioned, however, good sensing was not obtained after multiple attempts due to lack of confidence in the helix functionality. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.